Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The insulin pump had pump error alarm. The customer blood glucose level was 500 mg/dl for the last few weeks and the site was changed and the cannula was bent. Customer reported they were able to clear the alarm. Customer stated the insulin pump was not stored without a battery or a dead battery for an extended period of time. The customer blood glucose level was over 600 mg/dl according to the meter he has had no insulin sometime and the nurse used another meter and it said 584 mg/dl. Nurse did not wish to troubleshoot for high blood glucose because he did not have insulin for so long and he did take a while to come down and she will give him water and monitor him. The insulin pump will not be returned for analysis.